Event description:
The patient is implanted with the MFR's clinical trial left ventricular assist device (lvad). The pt stated that he was having problems when changing from the power base unit (pbo) to battery power. When the pt unscrews the white power cable (while the black cable is still connected to the pbu) and while he is in the process of screwing the white power cable to the battery - he gets the sensation that the lvad is stopping. Once the white cable is fully connected to the battery, the sensation goes away. When questioned if he feels light headed or otherwise symptomatic, he stated "sometimes". When asked if he gets the same sensation when going from battery to pbu utilizing the same sequencing, he stated he did not feel that sensation as described above. The hosp saw the pt in clinic and went through the process with the pt and when the pt stated he was feeling the sensation, hospital personnel confirmed a change in the sound of the vad.

Manufacturer narrative:
The power base unit (pbu) cable was returned and has been analyzed. The pbu cable was connected to a test pbu, controller, lvad, and computer. The pump appeared to operate normally. The black lead was disconnected and the normal yellow wrench alarm and led were activated indicating a power cable disconnect. Manipulation of the white lead did not affect the system voltage or pump function. The black lead was reconnected and the white lead was disconnected and the system voltage dramatically dropped to 10.4 volts and the pump reverted to the power saver mode of 50 bpm accompanied by a controller red battery alarm for low voltage. Physical examination of the cable revealed significant shield/lead breakdown adjacent to the y-junction and bend relief/connector of the black power lead that a caused a significant voltage drop across the lead. The evaluation of the pbu cable confirmed the reported event; however, the pump did not stop it went into power saver mode 50bpm. The evaluation of the pbu cable revealed significant shield/lead conductor breakdown in the black power lead, which contributed to a decrease in voltage resulting in a low voltage situation when the white lead was disconnected. The cause of the breakdown appears to be due to normal wear and tear considering the age (7 yrs old) of the cable. No further info is available. The MFR is closing its file on this event.